Manufacturer narrative:
The customer collects samples in lithium heparin tubes and the specimens are centrifuged at 3000 rpm for 6 minutes. The specimens are sampled from aliquot tubes. Qc was within specifications in 2008 and prior to the event a day later. Qc results obtained after the event resulted out of specifications high and multiple dark count errors were obtained. A field service engineer (fse) went on-site and cleaned the wash wheel and replaced the luminometer. The customer was still receiving dark count errors on ten days later when cts (customer technical service) was contacted. Cts worked with the customer on this issue. Five days later, the fse returned to the customer site and found the hold-down screw on the dispense plate loose. The fse noted some mixer speed errors and removed the dispense plate, cleaned and confirmed mixer operation, reinstalled, aligned, and exercised thoroughly. The fse also replaced the wash analytical module. The fse verified the instrument per established procedures and results met published performance specifications. The fse followed-up with the customer site six days later and the customer had not had any further issues in regards to this event to date. Although hardware issues may have contributed to this event, a clear root cause has not been determined to date. A malfunction will be assumed for the purpose of this report.

Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously elevated accu tni results generated by the unicel dxi 800 access immunoassay system for several patients. Customer tested 18 pt samples for accu tni and results in the range of 0.271 - 1.956ng/ml were obtained. Upon repeat, these samples gave results in the range of 0.007 - 0.415ng/ml. Erroneous results were reported outside the laboratory and amended reports were sent. The customer did not report pt injury requiring medical intervention or change to pt treatment attributed or connected with this event.